Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter had a calcode issue. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2016 at 06:00am. The patient does not take any medication to manage her diabetes and it is unknown what changes, if any, the patient made in response to the alleged issue. The patient reported that after the alleged issue occurred he developed a symptom of "shaking" and that at 06:00am on (B)(6) 2016 the emergency medical services (ems) were called, who performed a blood glucose test which gave a reading of in the"200 mg/dl" range. During troubleshooting the cca noted that when the patient was walked through changing the code the issue was resolved. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms that meet lfs criteria of a serious hypoglycemic event after the alleged issue occurred.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.